Manufacturer narrative:
(B)(4). The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. It should be noted that the gore-tex® suture instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions associated with the use of any suture include, but are not limited to, tissue dehiscence, infection, localized inflammatory reaction, and transitory local irritation. Broken needles or damaged thread may result in extended or additional surgery or retained foreign bodies.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use further warn: ¿tissue invasion of the gore-tex® suture can result in attachment of the suture to the tissue it penetrates. Such attachment may make removal of the gore-tex® suture difficult.¿ the device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided.

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6)2016 whereby a dual mesh plus (20 x 30 cm) was implanted. [Gore® dualmesh® plus biomaterial]. The complaint alleges that on (B)(6) 2019, an additional procedure occurred whereby the gore device was explanted. The complaint alleges that on (B)(6) 2019 and (B)(6) 2019, additional procedures occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: sinus tract, infection, hernia recurrence, surgery to remove mesh, inflammatory rind on omentum against mesh, inflammation, foreign body giant cell reaction, suture granulomas, fibrinopurulent exudate, hyalinization, open draining wound, small bowel resection, and dense adhesions. Additional event specific information was not provided.